Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had battery issues and then the device alarmed battery out limit. Customer stated the device wasn't working so he changed the battery and the device alarmed battery out limit. He attempted to clear the alarm and the buttons were unresponsive. Customer changed the battery the following morning and issue persisted. Customer's blood glucose was 200 mg/dl. The esc, act, b, and up/down arrow buttons weren't responding. Customer stated he was at the beach but the device was not exposed to water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is not returning the device as he is reverting to his new insulin pump.